Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during an unknown procedure, during use of the device, the clips cut the vessels. Another device of another lot was used to complete the procedure with success. There were no adverse consequences for the patient.